Event description:
It was reported that this right ventricular (rv) defibrillation lead exhibited a gradual rise in shock impedance to 105 ohms. Technical services (ts) reviewed the most recent remote home interrogation data and noted intrinsic amplitude measurements were normalizing around 10 to 11 millivolts and pacing impedance measurements were settling at 350 ohms. Review of presenting electrograms (egms) showed clean/artifact free egm channels. Ts discussed that the data shows what might be described as typical post implant maturation of diagnostics and discussed considering normal, routine follow ups. Additional information was received that an alert was received in the remote home monitoring system 17 months later due to high out of range shock impedance measurements greater than 125 ohms. Ts recommended further review to the physician. No further assistance was requested. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.